Manufacturer narrative:
Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead pacing impedance was low and an alert was triggered. It was noted that the lead impedance trend was historically low and stable, and there were no signs of a lead integrity issue so the alert was optimized to off. The lead remains in use. No patient complications have been reported as a result of this event.